Event description:
The customer reported that the 12 lead had failed. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the 12 lead had failed. There was no reported adverse pt impact. The device was evaluated by a philips field service engineer. The symptom could not be duplicated. The device was returned to service after passing all testing. As of 7/5/2011 no further issues have been reported for this device.